Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary:the condition of the main batteries that were sixteen discharges below their alarm threshold was confirmed during product evaluation. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
During product evaluation, the pump's main batteries were identified as having sixteen discharges below their alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.